Event description:
One touch ultra meter was prompting an error message, he was not sure which error message the meter displayed. The medical affairs specialist spoke with the pt to obtain/verify info. The pt said he took a fixed daily dose of avandia 4 mg twice a day. He did not recall when he last attempted to test with the meter. He contacted his dr because he was feeling shaky. The dr advised him to drink some orange juice and decreased his avandia to 2 mg twice a day. The customer care agent (cca) advised the pt that each error message on the meter means something different and to check which error message displays on the meter. The cca discovered that the test strips were expired, which can cause inaccurate results. The meter, test strips, and control solution were replaced. The pt stated that he received the replacement meter and has tested with it successfully.